Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was unknown at the time of the incident. The customer states the clear ring broke and came out. The customer states reservoir does not lock into place. Customer was advised the insulin pump will be replaced. The customer will return the device for analysis